Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they put battery into the insulin pump and the screen was not lighting up. Customer stated the contacts on battery cap was not damaged. Customer stated display did not return even after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.